Manufacturer narrative:
A4 - patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Related MFR #2916596-2023-07551 (heartmate ii lvas). It was reported through log file interrogation that there was no external power while on the mobile power unit.

Manufacturer narrative:
D4 - device serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 8 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 from 22:59:48 ¿ 23:00:19 and starting at 23:24:09, while connected to the mobile power unit (mpu), no external power alarms activated due to losses of ac power. The initial no external power event resolved once ac power was restored. The backup battery was able to provide power to the system. The second loss of power did not resolve in the log file. Pump operation was not affected. The heartmate mobile power unit (mpu) (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate ii instructions for use, rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.